Event description:
It was reported to covidien on 02/05/2015 that a customer had an issue with a lite glove. The customer states that the handle split while in use. The patient was not given additional antibiotics as a result and there was no medical intervention required. The customer further states that a new light handle was opened and the gloves were replaced.

Manufacturer narrative:
Please see the below investigation summary: the quantity manufactured was on 04/09/2014. A lot number was provided and the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Three samples with lot number 4092102464x were received. After performing visual inspection per procedure, the reported issue was confirmed; the samples present the handle of the lite sleeves are ripped. The split in the lite glove handle is caused by a pleat generated during the thermoforming process due to geometry of the product/ mold design, this pleat creates weakness on the neck of the sleeve. A second investigation for the corrective and preventive action (CAPA) was opened as the initial corrective actions were not effective. As a containment action, lite glove production is currently suspended. The preventive actions will be included within the CAPA. Awareness training was performed to all personnel to ensure they are aware of the reported condition. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will also be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 3/06/2015. An investigation is currently underway. Upon completion, the results will be forwarded.